Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil globules, erroneous results and tube extenders with molding defects that can be used the oil gel globules affected 6300 devices. The erroneous results affected 6300 devices. The following information was provided by the initial reporter. The customer stated: "they received tubes with gel that was half melted. This resulted in erroneous results and blocking of the probes in the machines."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was clogged/blocked instrument , erroneous results and tube extenders with molding defects that can be used the clogged/blocked instrument event affected 6300 devices. The erroneous results affected 6300 devices. The tube extenders with molding defects that can be used affected 6300 devices. The following information was provided by the initial reporter. The customer stated: "they received tubes with gel that was half melted. This resulted in erroneous results and blocking of the probes in the machines."

Manufacturer narrative:
H.10 the following had a correction to the reportability event type and additional annex a code added: imdrf annex a grid: a040609. B.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was clogged/blocked instrument , erroneous results and tube extenders with molding defects that can be used the clogged/blocked instrument event affected 6300 devices. The erroneous results affected 6300 devices. The tube extenders with molding defects that can be used affected 6300 devices. The following information was provided by the initial reporter. The customer stated: "they received tubes with gel that was half melted. This resulted in erroneous results and blocking of the probes in the machines."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules and gel smearing was not observed. Erroneous results cannot be confirmed on photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to oil gel globules, gel smearing and erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes: oil gel globules/gel smearing and erroneous results, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Despite multiple attempts, the tests that are claimed to be erroneous could not be provided by the customer. If further information becomes available regarding this reported defect, this complaint will be re-evaluated. Floating gel globules can cause the reported clogging of instrumentation, although gel issues were not observed in this investigation.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil globules, erroneous results and tube extenders with molding defects that can be used the oil gel globules affected 6300 devices. The erroneous results affected 6300 devices. The following information was provided by the initial reporter. The customer stated: "they received tubes with gel that was half melted. This resulted in erroneous results and blocking of the probes in the machines."